Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. The customer stated " their glucose levels are low and that's the reason the can't understand me". Additionally, the customer was "stuttering and sounded like she couldn't think properly before they disconnected the call". Tandem technical support contacted the customers emergency contact, who reportedly would reach out to impacted customer. Tandem technical support made multiple follow up attempts to obtain additional information; however, no response was received.